Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was confirmed based on the functional testing and archive data review. To resolve the issue, the belt clip switch assembly was adjusted to a parallel position. Visual inspection was performed and noted no damage upon receipt. The archive data was reviewed and contained (ua) 12 error messages on (B)(6) 2018, but not on the reported event date of (B)(6) 2018. During functional testing, (ua) 12 displayed upon powered on the device, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the user observed user advisory (ua) 12 (lifeband not detected) error message on the autopulse platform (sn (B)(4)) with lifeband attached to the platform. No patient involvement was reported.